Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device csv was sent to them, and they suggested having their call in with a low flow issue. It was determined that the device had a pad and shunt tube connected during testing. They removed them and the device functioned as normal. Fluid delivery line (fdl) removed, inlet pressure (ip) was dropped to 0, added shunt flow rate (fr) was 4.0. They will have biomed call back if there were any other issues.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to keeping the pad and shunt connected during testing. They removed them and the device functioned as normal. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state the following. Functional verification certificates of conformance for calibration, performance, and electrical safety tests are included with the shipment of each arctic sun stat temperature management system. To verify the system will heat and cool properly, perform the following functional verification procedure after initial setup and installation of the control module. Note: the fluid delivery line is required to be connected to perform this functional verification. Other accessories (arctic gel pads, shunt tubes, etc.) Shall not be connected to perform this functional verification test. Approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun stat temperature management system cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2. From the hypothermia or normothermia therapy screen, press the fill reservoir button. 3. The fill reservoir screen will appear. Follow the directions on the screen. 4. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5. When the fill reservoir process is complete, the screen will close. 6. To stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may require filling after fewer patient therapies have been performed. 7. Press the cancel button to close the screen. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device csv was sent to them, and they suggested having their call in with a low flow issue. It was determined that the device had a pad and shunt tube connected during testing. They removed them and the device functioned as normal. Fluid delivery line (fdl) removed, inlet pressure (ip) was dropped to 0, added shunt flow rate (fr) was 4.0. They will have biomed call back if there were any other issues.